Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2016 with the following findings: during investigation, a review of the pump black box showed that the data for event date has been overwritten due to continued use of the pump. No data related to the event was observed. During testing, the pump performed the rewind, load, prime sequence successfully and was exercised for 24 hours with no issues. The pump was found to perform within specifications. The complaint was not able to be duplicated during investigation due to the pump information being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump was not functioning. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.